Event description:
It was reported that the hub spin-loc threaded locking OEM leaked during use and damage was found on the extension set near the ll hub. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: 1. Luer locking hub not locking into catheter causing leaking. 2. Extension set inside kit has a compromise near the ll hub.

Manufacturer narrative:
H6: investigation summary: three samples from model 2013-280-022 were received by tj investigator. The samples were reported to be cracked and that the luer lock hub was not locking into catheter causing leakage, and an extension set inside a kit has a compromise near the ll hub. After a visual inspection no cracks were found in any of the 3 samples received and no problems were found. In addition, the samples were assembled, and no problems were identified. Since no lot was reported, the DHR was not performed, however, the 3 samples were assembled and reviewed visually and by tj investigator to confirm the failure mode and no damage or cracks were found. Since the failure mode was not confirmed, the root cause could not be determinate.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the hub spin-loc threaded locking OEM leaked during use and damage was found on the extension set near the ll hub. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: luer locking hub not locking into catheter causing leaking. Extension set inside kit has a compromise near the ll hub.